Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was prompting ¿warning, low battery¿ alongside a flashing red status led. The reported fault was attributed to a failure of the negative pogo pin which had result in a poor connection between the device and pad-pak, causing voltage fluctuations and the subsequent low battery fails. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device was prompting low battery. This was not initially reported as there was no indication a critical malfunction had occurred. However, upon investigation a pogo pin failure was observed. This may prevent the pad-pak making sufficient connection with the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.